Event description:
Please note the below complaint involves a device associated with an adverse event that is not manufactured by (B)(6) medical care north america. On 6/jan/2026, (B)(6) became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to a pd related issue. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2026 due to dyspnea. Radiological studies determined the patient was fluid overloaded, and the patient was formally admitted. The nephrologist ordered the removal of the patient¿s pd catheter (not a (B)(6) product), and the placement of a permanent tunneled hemodialysis (hd) catheter (not a (B)(6) product). The patient was reportedly transitioned to hd due to frequent non-compliance to his prescribed treatment regimen. The pdrn confirmed the patient¿s non-compliance led to the fluid overload, despite frequent attempts at reeducation. The patient¿s condition has improved, and he is currently awaiting discharge once an outpatient hd spot is secured. Per the pdrn, the serious adverse events were not caused by any (B)(6) product(s) and/or device(s) deficiency or malfunction. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).